Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. No further actions/interventions to be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for hip pain from surgery. The rep reported that the patient had a fall in which they landed on the ins on the corner of a step. The rep noted that the patient¿s therapy hadn¿t changed at all. The rep reported that they checked impedances today and saw high impedances along with???. The rep indicated that the patient reported that high impedances were discovered previously and the patient¿s active programming was only on the electrodes that had normal impedances, not on the lead/electrodes that ¿wasn¿t working.¿ the rep reported that the electrode impedances resulted in??? For several combinations. The rep was not with the patient at the time of the report to do further troubleshooting. No further complications were reported.